Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer stated that the pump was in a case and the case was submerged into water. Customer reported that the insulin pump alarmed button and motor errors. Customer's blood glucose levels were not included in the report. Nothing further reported. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to corroded electronic assembly. The motor assembly found with corrosion. The insulin pump was unable to verify motor error alarms or button error alarms due to blank display. The insulin pump was received with minor scratched lcd window.